Manufacturer narrative:
Device, lot, production and expiry dates corrected.

Event description:
It was reported that revision surgery was performed due to pain and elevated cobalt and chromium levels.